Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that the cartridge was leaking at the septum. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 144-145 mg/dl.